Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reoprted that the customer's blood glucose was 86 mg/dl and her sensor gave a reading of 50 mg/dl, causing a threshold suspend alarm on her insulin pump. Insertion techniques and the timing of blood glucose entries were discussed. Customer also stated there was another instance where her blood glucose was either 280 mg/dl or 230 mg/dl and her sensor gave a reading of 114 mg/dl, casuing the insulin pump to alarm fall rate. Nothing further reported.